Event description:
It was reported that during a laparoscopic bi-literal hernia procedure, the staples would not close completely. They were coming out straight. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Damaged nose. The analysis results showed that one ems device was returned with the nose open, however the nose weld was noted to be sufficient. Several staples were noted to be jammed in the device nose due to a non-conforming staple stack. No functional could be performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.